Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'would not auto restart after downstream occlusion' was verified during review of the event history log. Review of the event history log found that a downstream occlusion alarm was recorded at 14:14 hrs on (B)(6) 2020 and then the pump turned off at 14:15 hrs. The infusion did not auto restart when the pump was turned on again the next day, the user then opened the pump, reloaded the set and programmed a new infusion before running. It cannot be verified if the user turned off the pump at 14:15 hrs on (B)(6) 2020 or whether the device shut down due to a device failure. No battery alarms or power related messages were evident before or after this occurrence. The reported problem was not reproduced during evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not auto start after downstream occlusion. There was no patient involvement. No additional information is available.